Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on coopers ligament during a laparoscopic inguinal hernia repair, the surgeon was unable to properly tack the mesh to the patient. They believed that the tacks were not twisting into place. It was also reported that they opened and used three different tackers on the same patient and all were reported with identity issues. They used a competitor¿s secure strap to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The visual inspection of the first and second products noted the timing was disengaged and a tack was protruding. Visual inspection of the third product noted the timing was disengaged and a tack was protruding. Additionally, the trigger was jammed. The first instrument was applied to the appropriate test media. The remaining twenty-seven tacks deployed but did not seat properly in the test media. The second instrument was applied to the appropriate test media. The remaining twenty-eight tacks deployed but did not seat properly in the test media. The trigger of the third instrument was actuated after disassembling the body from the tube. Tacks were jammed in the tube and did not deploy due to the timing disruption. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.